Event description:
Additional information received reported that "nothing changed due to event." It was noted that hospitalization was not required. No further information was given.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37742, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had pain around the implant following trauma. In (B)(6) 2012 the patient was in a car and the seat flew back with him in it and he hurt his back. The patient reported feeling a stab and burning sensation. The patient reported he had another trauma on (B)(6); he was hit from behind in his truck and hurt his neck and back. He reported stimulation worked for three years and he was able to stop taking his oral medications but after his last injury he turned off his device intermittently because at times it seemed to aggravate the pain. Additional information has been requested, but was not available as of the date of this report.